Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - ni. Device product code - ni. Product information - ni. Initial reporter - ni. Manufacture date ¿ ni.

Event description:
A pulse lavage hand piece reportedly needed replaced. It is unknown what malfunction, if any, occurred and there was no reported patient injury or delay in a procedure.